Manufacturer narrative:
No additional information is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was found un-responsive. The suspected cause of the event was pneumonia and possible myocardial infarction. The field representative was called to check the device. The patient has had chronically high left ventricular (lv) lead impedance measurements with appropriate function. Right ventricular (rv) shock impedance measurements jumped between 60 & 200 ohms until two months ago. Now shock impedance measurements are greater than 200 ohms. The patient had not had a clinic check since their old device was replace four months prior. The patient was intubated and admitted to the intensive care unit. The family is debating placing the patient on dnr status. Upon review of the stored episodes in the device memory, it appears there was one non-sustained episode at 3 am which contained fifteen fast beats. No noise was noted and all electrograms were clean. The high shock impedance measurements were discussed with the physician. Additional information was received that this patient's status was updated to dnr and tachy therapy was turned "off" on the device. There was no allegation that the out-of-range impedance measurements contributed to the patient's event, and there was no allegations against the products performance in relation to the patient's adverse event.